Event description:
It was reported that this implantable pacemaker appeared to be manipulated and or "twiddled" by the appearance of the position as well as the spiral markings on the lead insulation. This device remains in service. No adverse patient effects were reported.